Event description:
According to a customer an erroneous hemoglobin (hgb) test result was reported out the lab. An hgb result of 80 g/l (8.0 g/dl) was obtained from and emergency room (rm) patient that had arrived ill and in pale condition. After the result was reported to the ER, a blood transfusion was ordered and initiated. The sample was sent to refernce lab and an hgb result of 136 g/l (13.6 g/dl) was obtained. After receiving the correct results from laboratory, the customer ordered the transfusion to be discontinued. The patient was redrawn and a hgb result of 132 g/dl (13.6 g/dl) was reported. The transfusion was going on for 15 minutes before the procedure was discontinued. The patient was then stabilized and monitored.